Manufacturer narrative:
The field representative reported that the explanted lead would not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room. It was reported that the lead was fractured, with no capture in unipolar or bipolar configurations at maximum outputs. The patient had an underlying escape rhythm in the 30s. The next day a new rv pacing lead was implanted as a temporary pacing lead. Four days after that, this lead was explanted and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.